Event description:
It was reported that approximately one year after implantation of a vena cava filter during the scheduled retrieval, a detached filter limb was discovered in the ivc. The filter and the detached limb were removed successfully without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.